Event description:
The report received from the (B)(6) study indicated that during the study index procedure, the physician experienced deployment difficulty/unable to remove the deployment sheath using a 6 mm. Angioguard extra support embolic protection device (device #1). The physician then used a second angioguard 7 mm. Device (device #2) and experienced difficulty during retrieval of the basket into the capture sheath/unable to close the filter basket. After angiography to access the lesion, it was decided that additional ballooning was necessary. A third angioguard 6 mm. Device was used to complete the procedure successfully. A precise 9 x 40 stent was successfully implanted in the right common carotid artery bifurcation target lesion. The residual stenosis was 20%. There were no reported procedural complications, or adverse events reported prior to discharge. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The right common carotid artery bifurcation target lesion was reported to be: an 80% stenosis, absent of thrombus, 20 mm. In length, 6 mm. Reference diameter, severely calcified, mildly tortuous, and eccentric. The products were stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the products from the packaging. The products were inspected prior to use and appeared to be normal. The products were prepped properly according to the instructions for use (IFU) with no problems noted. The products are not being returned for analysis. The patient underwent double-cardiac valve surgery after the study index procedure. The patient was discharged fifteen days after the study index procedure. The patient's nih stroke scale and stroke scale scores were one (1). Baseline scores were zero. There was no reported adverse event in relation to the implanted precise stent.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the sapphire study indicated that during the study index procedure, the physician experienced deployment difficulty/unable to remove the deployment sheath using a 6 mm. Angioguard extra support embolic protection device (device #1). The physician then used a second angioguard 7 mm. Device (device #2) and experienced difficulty during retrieval of the basket into the capture sheath/unable to close the filter basket. After angiography to access the lesion, it was decided that additional ballooning was necessary. A third angioguard 6 mm. Device was used to complete the procedure successfully. A precise 9 x 40 stent was successfully implanted in the right common carotid artery bifurcation target lesion. The residual stenosis was 20%. There were no reported procedural complications, or adverse events reported prior to discharge. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The right common carotid artery bifurcation target lesion was reported to be: an 80% stenosis, absent of thrombus, 20 mm. In length, 6 mm. Reference diameter, severely calcified, mildly tortuous, and eccentric. The products were stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the products from the packaging. The products were inspected prior to use and appeared to be normal. The products were prepped properly according to the instructions for use (IFU) with no problems noted. The products are not being returned for analysis. There was no reported patient injury. The products were not returned for inspection. (B)(4), per lake region report c 14,491: (B)(6)medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10231732. This packaging lot contained (B)(6) units, which were shipped from (B)(6) medical on (B)(6) 2013. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. With the information available and without return of the products for analysis or films of the events it is not possible to draw a clinical conclusion between the device and the reported events. However, vessel characteristics and procedural factors may have contributed to the reported events. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.